Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported they were ready to remove it anyway so they simply 'pulled off the bandage." The cause was reportedly determined- 'traction.' The discomfort and lead falling out was reportedly resolved. No further complications reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had a pelvic mesh that makes it hard to empty their bladder (not related to stimulation device) and that they were uncomfortable after the procedure. A later call from the consumer indicated that the patient's lead fell out. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.